Event description:
Procedure type: lavh. According to the reporter: endostitch kept dropping sutures, the needle kept falling off the jaws and it would disengage, however, it did not fall inside the cavity. There was not additional bleeding, no tissue damage, and neither the incision size or the operating room time were extended. Another device was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
(B)(4).